Event description:
A physician reported that after cataract surgery a patient experienced toxic anterior segment syndrome while using ophthalmic visco elastics and ophthalmic system. Patient had no pre existing corneal disease and was being treated with aggressive steroids and nonsteroidal anti-inflammatory drugs. Outcome of the patient was unknown.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.